Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: certain® universal ratchet extension implant driver (long), item #: ire200u, lot #: unknown. The reported implant and driver were received for evaluation. Visual inspection identified that the driver and the implant were stuck together. Functional testing was performed by attempting to disengage the reported devices, as the devices would not disengage, the reported condition of, "the ratchet did not work properly and it stuck to the implant." Was confirmed. A device history record (DHR) review could not be performed for the reported driver as the device lot number is unknown. A complaint history review was performed for the reported driver by item number dating back 12 months. The complaint history review revealed that there are no existing non-conformances for the reported device related to the reported event. A DHR review was completed for the reported implant lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported implant lot for similar events and no other complaint was identified. A definitive root cause could not be determined. The most likely cause for the reported event is customer error/misuse/off label use as the driver is meant for placement only, not removal. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when removing a loss of integration implant, the ratchet wrench of the implant placement driver did not work properly and was stuck to the implant at tooth location 11. There was no report of patient injury.